Manufacturer narrative:
Evaluation summary: one device was received as a service request and the reported condition was confirmed. A visual inspection and functional test were performed by the field service team. A DHR review was completed and there were no manufacturing issues related to the complaint for this serial number. Inspection of the device resulted in noting that there was moisture residue on the circuit board in several places. The device failed the visual and performance test. A root cause is currently unknown as the device needs to be sent to the supplier for analysis and repair. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, when the monopolar device activation had ended, the device continued to activate at 3/50 for a few seconds. There was no patient injury.